Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.